Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited r-wave blanking, and the device experienced functional undersensing. Followed by a ventricular pacing that was captured. The device remains in service. No adverse patient effects were reported.